Manufacturer narrative:
The patient¿s weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years 2 months. The was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, a request was submitted to the manufacturer¿s technical services to review the patient¿s lvad system log files and x-rays for suspected driveline compromise. The patient was asymptomatic. A review of the submitted log file by a technical services representative confirmed multiple pump stoppages, low flow, low speed, and driveline disconnect alarms while the lvad system was connected to the power module. These alarms appeared consistent with a short¿to-shield driveline condition. The submitted x-rays showed an area of concern in what appeared to be the external portion of the driveline. On 06/02/2017, technical services representatives presented onsite and performed a distal end percutaneous lead (driveline) replacement. Post replacement, the lvad system was placed on a grounded power module patient cable without issue. It was reported that the patient underwent a pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The replaced external portion of the percutaneous lead and the explanted pump were returned for evaluation. Approximately 18 inches of the external portion/distal end section of the percutaneous lead (driveline) was returned. A longitudinal cut to silicone sleeve was present, which appeared to have been caused during the driveline evaluation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified at approximately 8 inches from the metal connector. Kinks to all wires were identified at approximately 8 inches from the metal connector. However, no damage to the wires were identified at this location. Visual inspection of the wires found a breach in the yellow wire at approximately 15.5 inches from the metal connector. However, the bionate and metal shielding had been cut at this location, and it is likely that the damage to the yellow wire occurred during the driveline repair. The other driveline wires were submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The pump was returned assembled with the driveline severed approximately 11.5 inches from the pump housing. The severed portion of the driveline, the sealed inflow conduit, and the sealed outflow graft, bend relief, and bend relief collar were not returned. No damage to the outer jacket was observed. The bionate and metal shielding appeared to be pulled away from the pump housing. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer or metal shielding was observed. Visual inspection identified a breach in the insulation at the pump housing on the orange wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying orange wire conductor was exposed. The reported pump stoppages would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.